Manufacturer narrative:
Return of product has been requested. Product not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Injured mouth [mouth injury]. Pain-gums [gingival pain]. Pain, hurt lips [lip pain]. Hurt tongue [glossodynia]. Brushhead fell off [device breakage]. Case description: a (B)(6) male consumer reported that while using an oral-b professional care rechargeable toothbrush on (B)(6) 2015, the oral-b 3d white brushhead fell off and injured his mouth, making his lips, gums, and tongue hurt. The pain to his lips and gums was still present. The case outcome was not recovered/not resolved. Treatment: paracetamol. Relevant history: the consumer has had the oral-b professional care rechargeable toothbrush for 2 years, and stated this was not the first time a new brush head had fallen off and injured him, causing his lip and tongue to hurt. Concomitant product(s): crest 3d white toothpaste, oral-b 3d white brushhead. No allergies or medical conditions reported. No further information was provided.